Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received bolus button must be pressed multiple times to work, rejected new batteries as well as unexplained no delivery alarms. The customer¿s blood glucose was unknown. Customer stated that the screen did not always light up and no longer receiving ten-unit low reservoir alarm. Troubleshooting was not performed. The insulin pump will not be returned for analysis.